Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. The device event log had no related findings. Functional tests included use testing. The pump displayed an error code alarm message. The real time clock battery due date was unable to be determined due to the error code. The clock battery was replaced and the pump software was reinstalled. Based on the evidence, the complaint was confirmed. The root cause was unable to be determined.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. It was also noted that the pump's real time clock battery had an issue. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating that there was no patient involvement and the event date was (B)(6) 2018.